Manufacturer narrative:
Sections with additional information as of 15-jul-2020: h10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-62: user had poor technique adverse event report is being submitted due to symptoms related to diabetes - frequent urination. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time. Product notification letter sent to contact customer care.

Event description:
Consumer reported complaint for e-5 accompanied by symptoms. The expected fasting blood glucose test result range is undisclosed. The customer did report symptom of frequent urination. Medical attention was not reported as a result of the actual blood glucose results. The product is stored according to specification in the living room. During the call, a blood test was performed by the customer and produced test results of e-5 using true metrix air meter. The test strip lot manufacturer¿s expiration date is 07/31/2021 and open vial date is approximately two weeks ago. The meter memory was not reviewed for previous test result history.